Event description:
Event description cpi received information that this is-1 lead was capped. During a routine replacement procedure of an implantable pulse generator (ipg) this lead was found to be fractured. The physician elected to replace the lead.